Event description:
It was reported that three (3) homechoice automated pd sets with cassette had connection issues between the heater line and heater bag. The connection issue was further described as the heater line would not stay connected. These issues were observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one sample was received for evaluation for the connection issue. The other two (2) samples were not received and therefore, could not be evaluated. A visual inspection was performed with no issues observed. Leak testing was performed with no issues. The set was connected to in-lab connectors with no issues. Clear passage and clamp function tests were performed with no issues. The returned sample met specification. The reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.